Event description:
It was observed that during the device evaluation, the subject device exhibited electrical contact corrosion and pixel defects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and the evaluation found electrical contact corrosion and pixel defects. Based on the results of the investigation, it is likely that the following led to the malfunction: known inherent risk of device. A device history record review was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.